Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The customer advised the third party service agent that the device was removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to correctly recognize a patient load. The service agent advised that with nothing connected to the device, the device would begin an ECG analysis which resulted in a ¿no shock advised¿ decision. With a patient load connected to the device, the ECG analysis would also result in a ¿no shock advised¿ decision. In this state an incorrect ECG analysis could be made which may result in defibrillation therapy being delayed or not be available to a patient if needed. There was no patient use associated with the reported event.